Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm was reported as a result of this event. Medical intervention was described as the patient returning to the hospital, and medical staff had to review the protocol.

Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the pump for investigation. However, it was not provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: the event log has been received and is currently under investigation. Investigation findings: the event log investigation is ongoing. Conclusion: the event log investigation is ongoing, and the findings will be presented in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm was reported as a result of this event. Medical intervention was described as the patient returning to the hospital, and medical staff had to review the protocol.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm was reported as a result of this event. Medical intervention was described as the patient returning to the hospital, and medical staff had to review the protocol.

Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: the complaint was not confirmed. Based on the event log investigation, the pump infused according to the programmed parameters until it was manually stopped by the user. Conclusion: in order to determine the device's accuracy, it has to be physically investigated. Eitan medical requested the pump for investigation, but it has not yet been received. If received, the investigation will be conducted, and the investigation findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.